Event description:
The external pulse generator was returned as a trade-in and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis determined that the upper and lower case halves were broken and contaminated, the battery release, control knobs, heart block, serial number label and battery flex were contaminated, both bail covers and the ring cover were missing, the lead flex cover was broken, contaminated and corroded, that one case screw was missing, the battery contacts were compressed and contaminated, both bails and the ring were missing, the battery drawer was contaminated and had tool marks (damaged) and the output connectors did not have medical adhesive on them. (B)(4).